Event description:
It was reported that the pt developed an infection near the device due to a boil on the pt's abdominal wall. The system was removed on (B)(6) 2010 and a new system was implanted. Pt had a follow up appointment on (B)(6) 2010 and was doing very well.

Manufacturer narrative:
(B)(4).